Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms. There were also episodes of noise, oversensing, and inappropriate atrial tachy response (atr) episodes, which appeared to be due to respiratory rate trend (rrt) signal oversensing. The health care professional (hcp) would reprogram the device to turn the rrt feature off. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms. There were also episodes of noise, oversensing, and inappropriate atrial tachy response (atr) episodes, which appeared to be due to respiratory rate trend (rrt) signal oversensing. The health care professional (hcp) would reprogram the device to turn the rrt feature off. No adverse patient effects were reported. The device remains in service.